Event description:
It was reported that on (B)(6) 2024, a 2.5x18mm xience xpedition stent was implanted in the left anterior descending coronary artery. The patient was discharged and noted to be compliant on the prescribed dual antiplatelet drug therapy. On (B)(6) 2024, the patient presented with a myocardial infarction. Angiography confirmed a stent thrombosis. The patient underwent unspecified successful revascularization and the stent was noted to be patent. Subsequently, the patient passed away. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2: date of death is estimated as 12/12/2024.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Medical review was performed. The reviewer concluded the procedure was to treat a lesion in the right ascending artery. After pre-dilatation, xience expedition was implanted however, 6 days post-procedure, the patient came back with myocardial infarction (mi) and diagnosed with stent thrombosis (st) on angiogram. Patient expired 15 days post-procedure. Per site, patient was compliant on dual antiplatelet therapy (dapt), and the physician determined that the expedition caused or contributed to the thrombosis. From the limited information that was provided, it cannot be totally ruled out that xience indirectly contributed or caused the st. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B2: outcomes attributed to ae correction removed hospitalization-initial or prolonged, disability or permanent damage, required intervention and added death. B5: describe event or problem: updated.

Event description:
Subsequent to the initially filed report, it was reported the patient passed away on (B)(6) 2024. In the opinion of the physician, the xience expedition stent caused or contributed to the patient¿s death.